Event description:
It was reported that the patient had his implantable neurostimulator (ins) repositioned after she experienced stimulation in her rib area after surgery. It was noted that the lead was the same as it was prior to the surgery. It was reported that the lead was slightly to the left but generally should have given "good" coverage. It was noted that the patient only felt stimulation in her left ribs regardless of what electrodes were programmed by the company representative. It was reported that the patient experienced uncomfortable stimulation. It was noted that the patient had impedance testing, x-rays and reprogramming. It was reported that the patient had an appointment to discuss lead revision. It was noted that the patient's status at the time of the report was alive with no injury. It was further reported that the revision was due to the battery being placed in an uncomfortable location which was resolved in the revision. It was noted that there was no date set for a lead revision.

Manufacturer narrative:
Product ID 39565-65,# serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).